Event description:
It was reported that during an unknown procedure the titanium tip broke during the procedure. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. As the patient had (B)(6), the samples had been discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.